Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg was non responsive following an unrelated procedure. Troubleshooting was able to resolve the issue.